Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Cardiac massage caused mediastinitis due to loss of consciousness from a non-arrhythmic heartbeat, and the system was completely removed because the signs of infection did not heal. There were no additional adverse patient effects reported. The rv lead was explanted.